Event description:
It was reported that shaft break occurred. A 2.50 mm x 12 mm emerge balloon catheter was selected for use. However, when the device was pulled out of the hoop, the shaft snapped in half. The device never entered the patient's body. The procedure was completed with another of the same device. No patient complications were reported.